Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. It was noted that the patient had their stimulator put in a little over a week prior to the report. It was noted that on the thursday prior to the report the patient bent over to move a plant and strained. It was noted that after this it was tender and painful under the patient¿s shoulder blade and where the patient¿s implant was. It was noted that the patient felt like there was a ¿line connecting their shoulder blade to their implantable neurostimulator¿ (ins). It was noted that the patient was able to turn their stimulation up to 4.0 volts and if the patient sits the stimulation still helps them but the patient was not able to stand with the stimulation at 4.0 volts. It was noted that when the patient is sitting with their stimulation at 4.0 volts they have to sit still because if they cough or breathe hard they get a jolting sensation.

Manufacturer narrative:
Concomitant medical products: product ID 97754: serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).